Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). The patient was diagnosed with peritonitis and, two days later, was hospitalized for the event. The patient was treated with cefazoline (2gm/day, intra-peritoneally (ip)) and gentamycin (80mg/day, ip). The cause of peritonitis was not reported. Dianeal therapies were ongoing. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). (B)(6). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Additional information received from a health professional: the patient was hospitalized again for peritonitis. The patient had surgery for catheter withdrawal and dianeal therapies were withdrawn. The patient began treatment with cefazoline (2gm, per day, and ip), gentamycin (80mg, per day, and ip) for peritonitis. The patient stopped treatment with gentamycin and began treatment with vancomycin (1gm, per day, and ip) and amikacin (300mg, per day, and ip) for peritonitis. Nine days later, the patient stopped treatment with vancomycin and amikacin. Three weeks later, the patient stopped treatment with cefazolin. The patient had not yet recovered from this peritonitis event.